Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not able to connect to the tower, having the errors e315 and b313.the issue was found during inspection for use/set up in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to fluid invasion at the scope connector and error e216. Based on the results of the investigation, it is likely due to electrical/electronic component problem - the performance of an electrical or electronic component may be inadequate. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.